Event description:
Pt reported: on (B)(6) 2002, pt was implanted with synthes 300 mm rod, pedicle screws and caps. Pt developed pain during the last five (5) years and on an unk date x-rays showed the distal rod was broken at t1-l1. Pt was admitted to a different hospital and had hardware removed: t10-l4, spinal fusion at t9-l4, segmental instrumentation t9-l4. Revision was with depuy expedium system with allegorist and bm.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.